Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 2.5x16mm drug eluting stent was unable to cross the lesion in the posterior descending artery. When the device was pulled back, it was noted that the stent was damaged. The procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The root cause of this complaint is operational context due to anatomical/procedural factors encountered during the procedure.